Event description:
It was reported that a large volume infusor had no flow. The issue occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: nitial reporter address: (B)(6). Initial reporter city: initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from november 11, 2021 to november 12, 2021. H10: the actual device was returned for evaluation. A functional flow test was performed, and the flow rates were found to be within the product specification. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.